Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a vascular emergency treatment and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the log files confirmed the malfunction with the flexvision pc. The fse identified that the system was unable to communicate with the flexvision pc. The fse restarted the system but there were no images displayed on the flexvision pc. So, the fse replaced the flexvision pc to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device was not booting up successfully. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc which returned the device to use in good working order.